Event description:
The customer reported that the probe leaked fluid and overflowed into the dilution cup during antibody screen testing on the ortho provue analyzer. The provue analyzer posted an error message indicating the inability to identify liquid levels. Fluid leak may lead to dilution of sample/ reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The customer detected the issue, aborted the run, and prevented the possibility of erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and indicated that the probe was damaged. The fe replaced the probe and performed the appropriate adjustments to return the instrument to expected operation.